Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.